Event description:
It was reported that the device was overheating, delayed before it starts oscillating prior to use. No patient impact. Additional info received on follow up, it was used for less than 1 min before it started to overheat. It was stopped when overheating was felt. Speed of the device being ran was 5000 rpm and the mode was oscillate. Irrigation was being used. Flow rate was 5ml.

Manufacturer narrative:
Handpiece not running properly rear bearings were severely corroded. If information is provided in the future, a supplemental report will be issued.